Event description:
A customer reported issues with a cartridge fitting and a pump that failed to recognize the cartridge. There was no adverse impact on the customer's blood glucose level. The customer declined further follow-up from technical support and no additional outcome information was provided.